Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation es system heparin drip cannot be pulled on the order except for the first removal, causing patient safety issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Upon investigation of the actual device used in this incident, it was determined that the heparin order did not appear for the nurse due to the order having a repeat code. A technical support specialist checked server messages and found that medication orders set to stat instead order frequency which resulted in one time removal. Changed frequency to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.